Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with mentor smooth round high profile 310cc saline prostheses experienced right sided deflation and suspected left sided deflation post procedure. The right sided deflation was confirmed by the physician and resulted in the implant sitting lower. The patient suspects the left is also shrinking. As a result, explant is planned for (B)(6) 2023. See 1645337-2023-11534 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 26, 2023. The investigation of the returned device was completed by the failure analysis lab on october 26, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned revealed a leakage, caused by valve delamination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 9, 2023. In addition to the right sided deflation, the patient also experienced right sided breast mass. Bilateral replacement with mentor gel was performed with explant. Manufacturer¿s reference number: (B)(4).